Event description:
It was reported that the patient experienced a low heart rate below the programmed lower rate of the implantable pulse generator (ipg). It was also reported that the right atrial (ra) lead exhibited intermittent oversensing. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.